Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. An inaccurate delivery issue was reported. It was alleged that the blood glucose levels were above 250 mg/dl but below 500 mg/dl with no reported symptoms, which does not meet animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed the pump was manually suspended on (B)(6) 2014 at 19:36 and resumed at 20:06. The last bolus of 2.7 units occurred on (B)(6) 2014 at 14:20. The last basal delivery occurred on (B)(6) 2014 at 15:09 when the pump was manually suspended at 15:10 and never resumed. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump successfully completed and passed a delivery accuracy test. All deliveries that occurred during investigation were appropriately and accurately recorded in the pump¿s history. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. A battery compartment crack was discovered; the battery cap was able to properly secure to the pump.